Event description:
It was reported that the right ventricular lead dislodged from the septal wall. The capture threshold was 3.0 v, 0.5 ms. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.